Event description:
On july 25, 2024, senseonics was made aware of an incident where the hcp and a surgeon could not find the inserted sensor with an ultrasound or x-ray and thinks when the user was scratching the wound causing it to open due to an infection, the sensor came out.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. According to the case notes, the user came to the clinic for the removal procedure of two sensors. One sensor was successfully removed and the other could not be found by the hcp. The hcp was assisted by a surgeon who could not locate the sensor with an x-ray or an ultrasound. The user previously suffered from an infection at the insertion site. The hcp and the surgeon believed the sensor probably came out when the user was scratching the area. No further resolution was necessary for this complaint.